Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the surgeon that the pt developed very high impedance. The surgeon believes that the high lead impedance is due to development of scar tissue. The surgeon decided to explant the whole system and not performed a re-implant. Explanted products were returned to manufacture for product analysis. Analysis is pending on the explanted products.